Event description:
It was reported that the patient presented in clinic. It was discovered that the patient was inappropriately shocked by their implantable cardioverter defibrillator (ICD). The patient had claimed to have experienced discomfort. Programming changes were made. Patient was stable.